Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a patient. Doi and the initial setting pressure are unknown. Since the patient had peritonitis after implantation, the abdominal catheter was cut short. After that, ventricular enlargement was noted and the surgeon placed the distal end of the catheter in the atrium to make a v-a shunt, but the patient's condition was not improved. On (B)(6) 2015, the revision surgery was conducted and the device was replaced. It was also reported that fluid flow through the removed valve was confirmed after pumping. The patient's condition is good after the revision.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 50mmh2o. The valve was visually inspected, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water, no occlusions were noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3100 with lot crfb5n, conformed to the specifications when released to stock in 6th june 2014. No root cause could be determined as the valve functions. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.